Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated(spin). Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported after closure of the pocket during the implant procedure, the physician found there was micro-dislodgement of the right ventricular (rv) lead. The physician re-opened the pocket and unscrewed the helix of the rv lead and attempted to screw the helix in, however, it was noted the helix was not advancing. The lead was removed and helix extension was attempted on the preparation table but the helix was not extending. The rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.